Event description:
On (B)(6) 2012, customer reported that clear fluid dripped from the back of the lh780 instrument. The volume was approximately 50 ml and the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a hole in the tubing at feed-through fitting 170. Fse replaced the tubing and this resolved the issue.

Manufacturer narrative:
(B)(4).